Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2016, 2:30pm, when she obtained alleged glucose results of 400mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and claimed that she administered 21 units of insulin as a result of the alleged high result. The patient stated that 3 hours after the alleged issue her blood sugar was low and she developed symptoms of almost passed out. She reported that she self-treated by drinking some milk. The patient denied that she obtained a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The test strips involved were stored correctly and had not expired. The patient did not have control solution to perform a test. The patients products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event after the alleged product issue began.